Event description:
It was reported that, "triathlon cr pressfit total knee, removed femoral component and screw fixation tibial component and insert, because it was mal-aligned."

Manufacturer narrative:
Hospital policy refused it. Van evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Hospital policy refused to return. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.